Manufacturer narrative:
Updated fields: g3, g6, h2, h6, h11. Corrected data can be found in the h6 field.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the customer reported issue. The da vinci system passed electrical tests and no issues were found. The fse was unable to reproduce the customer reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted procedure, a nurse felt an electrical shock from the patient side cart (psc) while she was driving it. The nurse felt the shock in her right hand and said there was an injury on her finger that looked like an electrical burn. The sensation was described to be similar to having your elbow bump into something and it felt like an electrical shock. It is unknown what medical intervention (if any) was rendered to the nurse as a result of the complication. The da vinci system was powered on when this event occurred. There was no reported injury to the patient.